Manufacturer narrative:
(B)(4). Batch # m54l0w the analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No further functional test could be performed due to the condition of the reload. The reported cutting issues event could not be confirmed as no device was received for analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a lap anterior resection, the knife did not move forward smoothly from about a half point from the proximal end at the 2nd firing on the rectum though the device functioned as intended at the 1st firing. Even so, the knife could move forward to the end. However, after the device was released from the patient, it was found that about a half of the fired site from the distal end were not stapled and just partially cut. The target tissue was thick. The cartridge was gold. Eventually, another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.